Event description:
Boston scientific received information that during installation, smoke came out from the back of this programmer. The programmer was returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis of the programmer was performed. It was observed that a component in the electrical circuitry was blown. The affected circuit board was replaced; after which, all programmer functions were tested without any trouble. Product analysis was able to confirm the reported observation.